Event description:
It was reported radiopaque marker detached from this introducer sheath into perirectal tissue during a perirectal abscess drainage procedure. No retrieval attempts were made. Procedure was successfully completed with this unit. Pt's condition is good and has since been discharged. One accustick system was received, evaluated and retained by this MFR. Stiffening cannula and radiopaque marker were not returned for evaluation. Engineering evaluation indicated device was bent at approximately a 90 degree angle at mid point. Two tears approximately 1 millimeter in length were located at distal tip of 6 french sheath in diametrically opposed locations. Original site of radiopaque marker was clearly visualized under 10x magnification. A raised circumferential ring of displaced material was noted 1 millimeter distal to original site of radiopaque marker placement. Scrape marks were noted leading away from original site of radiopaque marker placement and extending to end of sheath. Although follow up could not confirm if resistance was encountered during this procedure, this device displayed characteristics consistent with exertion against resistance, a bent and torn sheath as well as a raised circumferential ring and scrape marks leading away from the site of radiopaque marker attachment, which co believes may have contributed to this event.